Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device was functioning within specification. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. With reference to the iipv decision tree, the root cause for the iipv found in the logs was determined to be insufficient drain, use error, tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 2500ml and the total drain volume was 4240ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.